Event description:
Discordant, falsely low free testosterone results were obtained on patient samples on an ria instrument using coat-a-count free testosterone lots 1458, 1462, and 1463. It is unknown if the discordant results were reported to the physician(s). The samples were rerun at a reference laboratory, and higher results were obtained. There are no reports of patient intervention or adverse health consequences due to the falsely low free testosterone results.

Manufacturer narrative:
Siemens technical operations confirmed that internal testing of ria free testosterone kit lots 1458, 1462, and 1463 had been performed and all three kits were released within the manufacturer specifications. Siemens global product support has not received complaints from any other customers about ria free testosterone kit lots 1458, 1462, and 1463. During follow-up with the customer, the customer stated that the physician(s) who had questioned the low results have not had any more questions or concerns about results obtained. The cause of the discordant, falsely low free testosterone results is unknown. (08/14/2013) note: this MDR was filed as 2432235-2013-00046 february 1, 2013. The correct number is 2017183-2013-00001, as the legal manufacturer is the site.

Manufacturer narrative:
The initial MDR 2017183-2013-00001 was filed on august 14, 2013. Correction (08/28/2013): during review of the initial MDR, it was discovered that the product code in was listed as 'cdx'. The correct product code for ria free testosterone is cdz.